Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico.

Event description:
Reference number (B)(4). Event occurred in the puerto rico, united states. It was reported that patient faced infusion set detachment event on (B)(6) 2026.the infusion set tubing detached from the cannula. The insertion site was arm. Infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.